Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced halos at nighttime making it hard to drive at night. Additional information has been received with serial number and physician said symptoms would get better. Additional information has been received stated that patient having blurry distance and near vision and light sensitivity. There are two medical device reports associated with this patient. This report is associated with the right eye.